Manufacturer narrative:
(B)(4). A review of the device history record did not identify any issues that could be related to the reported issue of patient passing away. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Service history was not available for review. There was no information provided nor found during investigation of the device that would cause or contribute to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.